Manufacturer narrative:
On-site investigation was performed. It was reported that the occasionally manual ventilation bag is not getting filled and automatic ventilation stops occasionally. Based on technician statement, the pressure transducer board and control board were replaced. The gas pressure, conveyed via the pressure tube, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. The printed circuit control board is the main board for the control subsystem. The control is the actuating subsystem and monitoring is the supervising subsystem. The control subsystem¿s main responsibility is functions for the patient treatment, i.e., how to regulate the inspiratory and expiratory gas flow. The root cause to the reported issue has not been determined. The correction of fields #d4 catalog# and #h4 device manufacture date: was required. This is based on the internal evaluation. #d4 catalog#: previous catalog#: 6677200; corrected catalog#: 6888520. #h4 manufacture date: previous manufacture date: 02/10/2022; corrected manufacture date: 01/11/2022.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the ventilation stopped. There was no patient harm. Manufacturer's reference number: (B)(4).